Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed still suffering sickness') in a female patient who had essure inserted for sickness. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced malaise ("sickness"), depression ("depressed"), fatigue ("was very tired"), memory impairment ("very forgetful") and adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, fatigue, memory impairment, adenomyosis and uterine leiomyoma outcome was unknown, the malaise had not resolved and the depression had resolved. The reporter considered adenomyosis, depression, fatigue, malaise, medical device removal, memory impairment and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed still suffering sickness') in a female patient who had essure inserted for sickness. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced malaise ("sickness"), depression ("depressed"), fatigue ("was very tired"), memory impairment ("very forgetful"), adenomyosis ("adenomyosis"), anxiety ("anxiety"), migraine ("migraines") and abdominal distension ("stomach bloated, looks pregnant ") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the medical device removal, fatigue, memory impairment, adenomyosis, uterine leiomyoma and abdominal distension outcome was unknown and the malaise, depression, anxiety and migraine had not resolved. The reporter provided no causality assessment for anxiety with essure. The reporter considered abdominal distension, adenomyosis, depression, fatigue, malaise, medical device removal, memory impairment, migraine and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: anxiety , adenomyosis, depression, fatigue, malaise, medical device removal, memory impairment, migraine uterine leiomyoma , stomach bloats like pregnant. Quality-safety evaluation of ptc: unable to confirm. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new reporter and new event (¿anxiety¿) were added, outcome of event ¿depressed¿ was updated. On 23-mar-2020: social media received: new event migraines was added. New reporter was added. On 23-mar-2020: social media received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.